Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the balloon of a half day infusor. This was noted during filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from june 26, 2014 to june 27, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, a white particle measuring approximately 0.88 mm in size was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be polyester material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause or origin of the particle is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.